Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "direction for use insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. As to double-balloon catheter, infuse through the valve printed bladder for balloon inflation. After the prostatic balloon part of the device enters the prostate, using a needleless syringe, infuse the specified volume of sterile water through the valve printed prostate to inflate the balloon. Precautions for use as to double-balloon catheter, the valve is labeled "20/40ml/cc"; however, infuse 25 ml of sterile water into the cap printed bladder and 45 ml into the cap printed prostate to inflate the balloon." (B)(4). The device was not returned.

Event description:
It was reported that the water could not be injected into the balloon as the user attempted to inflate the balloon while using a syringe during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water could not be injected into the balloon as the user attempted to inflate the balloon while using a syringe during the pretest.